Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy fluid and abdominal pain. The cause of the peritonitis was reported as loose motions. The patient was not hospitalized for the event. On the same day, the patient began treatment with intraperitoneal meropenem (1.5 gram, once a day) and heparin (1000 unit, frequency, duration and route of administration not reported) for peritonitis. At the time of this report, the patient was recovering from this peritonitis event and antibiotic treatment was ongoing. Dianeal therapies were ongoing. No additional information is available.